Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the bi-fuse tubing leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leaked was confirmed. Pressure testing confirmed that the set leaked from the maxzero component. Inspection under magnification showed a microchannel on the interior maxzero walls that allowed fluid to leak. The cause of the leak is a microchannel in the maxzero component. The root cause of the microchannel is a manufacturing issue.

Event description:
The customer reported that the bi-fuse tubing leaked while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the bi-fuse tubing leaked while connected to a patient. There was no report of patient harm.